Event description:
It was reported that the device was being used to treat a renal artery. The stent dislodged during use, and the stent was deployed where it dislodged, which was not 'optimally' in the lesion. The stent was ballooned a second time to ensure apposition to the vessel and no additional treatment was required. No adverse pt sequela were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.